Event description:
It was reported that allegedly there was a pt on an eye surgery stretcher who upon being boosted up to get their head in the correct position, the stretcher started to tip forward at the head end due to their weight.

Manufacturer narrative:
There were no adverse consequences reported as a result of the alleged condition. No immediate further corrective or preventative action will be taken at this time.